Event description:
It was reported the programmer does not boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer does not boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device goes through hibernation after every boot attempt. The hard drive was reconfigured and software was updated. The programmer then passed all console and systems tests. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.